Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose display. The customer is concerned with test results from results obtained of hi. The customer¿s expected am fasting blood glucose test result range is 80-120mg/dl and expected pm fasting blood glucose test result range is 200-300mg/dl and sometimes 400mg/dl. The customer feels well and did not report any symptoms. Customer stated that five weeks prior (exact date not provided) she had gone to the ER. Customer stated she had tested and obtained a result of 535mg/dl fasting. Customer then had tested using another device and had obtained a high result. The next day customer was not feeling well and had gone to the ER. Customer did not disclose what symptoms she was having. Customer stated her blood sugar was actually high in the hospital because her meter was only 1 point off from hospital meter. Customer does not remember what the results was at the hospital. The diagnosis was high blood sugar. No further details were provided. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 09/30/2023 and test strips were opened two days ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 17-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.